Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery depleted prematurely (¿suspected early ins battery depletion¿). It was noted that the duration of the previous ins was 4 years and the parameters were the same. The ins was connected to a quad type of lead component, ¿never replaced¿, and always showed normal impedances (600 ohms). The ins battery was replaced in end-on-service (eos) state so no programming print outs were available. The ins battery was replaced. It was unknown if there were any patient symptoms or complications associated with the event. The patient status at the time of report was ¿alive ¿ no injury¿. Follow up information received on the same date reported that the patient had symptoms of back to baseline due to the loss of stimulation. After the ins was replaced they were fine. The reported settings of the new ins were: 2.8 volts, 180 microsec, 80 hz, 2 positive electrodes, 1 negative electrode on continuous mode. The patient noted that this stimulation was felt the same with the replaced ins. Further follow up information received on (B)(6) 2014 reported that patient did have a programmer and had the upper limits of +/- 3 volts. It was also reported that the eos status was reported by the physician and, according to them, no other issue could have caused the no telemetry condition. Following the replacement of the ins the patient was reported as receiving effective therapy and was doing well. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported the ins had ¿no telemetry¿ when received by the manufacturer nine days prior to report.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins had no telemetry when it was received for analysis. Destructive analysis of the ins was performed. No visual or electrical anomalies were found with the hybrid circuit. The ins battery was found to be depleted. Destructive analysis of the battery did not reveal any internal anomalies that would have caused premature battery depletion. No parameter history was available so the expected life could not be determined. Based on the analysis of the ins, this device reached a normal end-of-life condition. It was also observed that there was a significant amount of foreign material in the #0-3 connector ports consistent with body fluids; however, there were no issues with the grommets or sealing rings. When or how the foreign material entered the connector port could not be determined.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.